Event description:
A customer reported to beckman coulter inc (bci) that a sample printout, display and slides made from the sample had incorrect demographic data not matching that sample ID. The same demographic info was posted for sample ids 4200 and 42000 on the analyzer. The slides made for the 2 samples had the same demographic info as well. The sample ID was correctly matched with demographics at the lab info system (lis). Erroneous results were not reported out of the lab. There was no death, injury, or change to pt treatment as a result of this event.

Manufacturer narrative:
The misidentification occurred at the lh workstation, with both samples ids matching the same demographics info and neither sample ID 4200 or 42000 giving a no match at the workstation. The customer confirmed that the pt ID that appeared on printouts for sample ids 4200 and 42000 was the same number. The "host/to do list" tab in the history logs was requested by bci, but it was no longer available. No add'l info regarding this event was supplied. The clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.